Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging call service alarm (cs 064) issue. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during investigation, according to the complaint record the 064 alarm occurred during prime/ fill indication the pump was occluded during prime step resulting in a 064 motor stall . The complaint regarding 064- motor alarm was reported on (B)(4) 2017. The pump was in use until (B)(4) 2018 therefore the data for (B)(4) 2017 was overwritten. The pump passed 24 hour duration rest with no alarms reproduced or duplicated . Display is dim/pink. The current black box and alarm history show no evidence of 064 alarms. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. .